Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had an air bubble in their tubing. Customer stated the air bubble was caused by the tubing being caught on the belt clip holster. Customer declined to troubleshoot. The customer's blood glucose was 68 mg/dl. No additional information provided.